Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an endoscopy procedure performed on (B)(6) 2009. According to the complainant, while using the clip device, the clip fell off into the pt's stomach as it was being pushed forward and opened. The physician was not concerned with leaving the clip to pass naturally; however, retrieved the clip using rat teeth forceps. The procedure was completed with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).